Event description:
Additional information was received that a medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated data: b5. H11. Continuation of d10: product ID: gwbc30, product lot/serial number unknown, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evolut fx+ valve, the valve was implanted at a depth of 2-3 mm on the non-coronary cusp and 2 mm on the left coronary cusp. Subsequently, a post-implant balloon valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon due to under-expansion of the valve frame. During the bav, the valve dislodged into the ascending aorta. It was suspected that interaction with the outflow tab during balloon withdrawal caused a valve dislodgement. The medtronic valve required replacement due to dislodgement. A second evolut fx+ valve was loaded into a delivery catheter system. During advancement, the dcs was unsuccessful in crossing the first valve. A snaring technique through the right radial artery was attempted to address the issue with the first valve, but the dcs still could not advance. Subsequently, a 23mm edwards sapien valve was implanted instead. The procedure was delayed by approximately 2 hours.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; product ID: d-evolutfx-2329; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.